Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mitral valve and aortic valve replacement, after suturing, the suture broke when performing the knotting process. It was replaced with another suture but still the suture was broken on the knotting process. There was no patient injury.